Event description:
Death; case description: this spontaneous incident report was received by eusa pharma on july 6, 2018 from the FDA medical device regulatory services from a pharmacist at (B)(6) pharmacy named (B)(6). Attempts to reach ms (B)(6) were denied, (B)(6). A pt (age, gender, dob, ethnicity and race unk) with unk history received caphosol (lot: 17109/17112, exp date: 01/31/2020) from 2017 to 2018 for malignant neoplasm of the tongue. Concomitant medications included: zolpidem, metoprolol amitizia (lubirostone), fentanyl and oxycodone. On (B)(6) 2018 pt passed away. The reporter did not report the causality between caphosol and the event. Upon contact ms (B)(6) declined comment. Company comment: death was assessed as serious (fatal). Death is unlisted as per the caphosol instructions for use. Dates of use: 2017 to 2018. Is the product compounded: no; is the product over-the-counter: no.